Event description:
--

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient presented to the hospital after receiving therapy from the device. Upon interrogation it was noted that the right ventricular (rv) lead was oversensing noise resulting in inappropriate shock therapy and pacing inhibiton. Shock therapy was not exhausted and there was no asystole greater than two seonds. Oversensing of noise was also observed on the other manufacturer's right atrial (ra) lead. Both the ra and rv leads were noted to have fractures at the suture sleeve location. Susequently a revision procedure was performed where the leads were surgically abandoned and the device was electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
--